Manufacturer narrative:
In response to customer feedback indicating a doctor was injured by a needle puncture due to an issue with the needle cover and unable to obtain a sample due to lack of specific contact information, our company immediately organized a team including quality control and production personnel to investigate the matter. The findings are as follows: 1. Batch inspection: on january 24, 2024, we inspected 50 retained samples from batch ckdb06-01, specification 30g×1/2"(0.3mm×13mm) the needles were examined visually and found to be straight, smooth, and defect-free. No instances of needles bending or piercing through the cover were detected. 2. Production review: we confirmed that there were no anomalies in the raw materials, production processes, or quality control measures for this batch of injection needles. Based on the customer feedback, it's unclear whether the needle puncture occurred before using the needle or while re-sheathing the needle after use. Our preliminary analysis includes: pre-use needle puncture - considering the production flow and techniques, primary, in-process, and post-production inspections (1 per 4 hours) showed no issues with needles piercing the cover. The needle product assembly line is equipped with real-time detection equipment to eliminate such defects. Given that the product was utilized clinically, it would have been inspected prior to use; hence, this factor can be ruled out. Post-use needle puncture - the quality of the product meets the required standards. The injury likely occurred because the user did not dispose of the needle directly into a sharps container post-use but instead attempted to re-sheath the needle, causing the puncture. In summary, our investigation and customer feedback suggest that the incident was due to improper handling when re-sheathing the needle after use. Our analysis is as follows: 1) no anomalies were found in the inspected samples or traceability review. The needle likely pierced through the cover when the doctor re-sheathed it after use. 2) our injection needle products are designed for single-use only and should be directly discarded into a sharps container after use (the correct procedure). The described injury likely occurred because the user attempted to re-sheath the needle, resulting in a puncture and injury. Re-sheathing is incorrect and contrary to disposal requirements, posing risks of reuse and injury to the user. 3) if clinical staff need to re-cap the needle after use, we recommend following the illustrated instructions to prevent needle punctures and injuries.

Event description:
The doctor punctured by a needle due a safety cap malfunctioned.the samples cannot be obtained due to the customer contact details are unavailable.